Event description:
An incompatible donor unit was linked to the donor due to a software malfunction. This could lead to the inappropriate release of this product due to a labelling error. Resolved with programming changes.